Manufacturer narrative:
User facility report # (B)(4) for the event was received on 10oct2019. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented with melena and anemia in the setting of international normalized ratio (inr) of 2.3 with no aspirin therapy. Inr was reversed and 2 units of transfused blood were required. Endoscopic evaluation revealed bleeding arteriovenous malformation (avm) in the gastric body which was cauterized. The patient was successfully bridged to coumadin from heparin. An esophagogastroduodenoscopy was performed on (B)(6) 2018 which found an area of mucosal oozing in the gastric body which was suspected to be small angiodysplastic lesions. Even after lavage, there was continued oozing from this area so it was further treated with argon plasma coagulation. The esophagus and duodenum appeared normal. A colonoscopy on (B)(6) 2018 showed a few diverticula in the left colon.